Event description:
Pt underwent right total hip arthroplasty in 1992. Follow-up was normal until pt returned to physician's office in 2000. Records note that pt experienced acute hip pain after they stepped off tractor, stubbed foot, and twisted their right leg. Radiographs indicated femoral stem prosthesis fractured and revision surgery was performed in 2001.